Event description:
It was reported that the user experienced prolonged hyperglycemia after a large meal while using the ilet system with a 23" teflon 6 mm inset infusion set, and customer support guided a full supply change including cartridge replacement and infusion set reapplication, after which insulin delivery resumed and glucose decreased from over 400 mg/dl to 170 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and the cause was not established. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.